Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of tissue injury is listed in the perclose prostyle instructions for use as a known patient effect of use with suture mediated closure device procedures. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to difficult to advance, include, but not limited to, patient artery/anatomy variables, aggressive manipulation during insertion. The reported treatment and patient effect appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation: updated from yes to no. H6 - health effect - impact code: code 4641 was removed and code 4624 was added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a heavily calcified right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional endovascular aneurysm repair procedure. Reportedly, after successfully flushing the device with saline, the first prostyle device did not get any blood feedback from the marker lumen. A second prostyle device was used; but there was difficulty in advancing the device and a tear in the femoral artery occurred. The pre-close technique was abandoned, the sheath was upsized to a 14fr and the endovascular aneurysm repair procedure was completed. Hemostasis was achieved with manual suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.